Event description:
It was reported that the patient's line was inserted for chemotherapy treatment. Staff reported white crusted substance around the insertion site and redness of the local skin area also. A decision was made to remove and replace the line. There is believed to be a hole in the line at or around the insertion point. Line was inserted (B)(6) 2019. Sited left basilic vein, mark at skin 13cm, 13cm skin to hub. Decision to remove PICC due to hole in line.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo catheter was provided for investigation. The catheter was returned in two segments. The complete split was located at the 14 cm depth marker. The ends of the split locations were observed to be compressed. Microscopic observation of the split location revealed both ends of the break locations to be compressed. One section of the split surface texture appeared to be rough with the corresponding segment appearing smooth and rounded. The catheter was cut distal to the fracture location in order to measure the wall thickness. The catheter was found to be within specification. The characteristics of the fracture surfaces are consistent with repeated kinking of the catheter. Repeated kinking of the catheter can lead to material fatigue which is a likely contributing factor to the reported catheter fracture. The event description indicates the catheter leak location was near the insertion site which corresponds to the location of the catheter break. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recx0139 showed five other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx0139 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's line was inserted for chemotherapy treatment. Staff reported white crusted substance around the insertion site and redness of the local skin area also. A decision was made to remove and replace the line. There is believed to be a hole in the line at or around the insertion point. Line was inserted (B)(6) 2019. Sited left basilic vein, mark at skin 13cm, 13cm skin to hub. Decision to remove PICC due to hole in line.